Event description:
It was reported that patient experienced high blood glucose level event which was treated with insulin pump.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Poland.Name: (b)(6).Country: United States of America.(b)(6).Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.